Event description:
It was reported that pump experienced malfunction alarm with code that was resettable, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer, with assistance from technical support, reset pump, confirmed malfunction did not recur, was advised to continue using pump, and was instructed to call back if malfunction code appeared again.